Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient reported having a rash under the electrodes. The rash was reportedly red and partly open. The patient's physician advised the patient to temporarily remove the lifevest for 2-3 hours a day and to apply an ointment. Follow-up indicated that the rash had improved.